Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive; troubleshooting was performed and confirmed this was due to a malfunction alarm. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
H10.